Manufacturer narrative:
It was reported that the triangular tightening bolt on the right handlebar was loose and could be removed but would not secure when reinstalled. The user attempted to replace it with another bolt; however, it did not tighten. The remaining bolts were reported to be functioning as intended. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the triangular tightening bolt on the right handlebar was loose and could be removed but would not secure when reinstalled.